Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads were fully fired. The reloads were loaded into a post market vigilance instrument for functional testing. The reloads loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during an open left hepatic resection procedure, at the second staple line over the liver, the powered stapler was unable to fire. There was bleeding at the distal end of the liver resection and the surgeon over-sewed to complete the procedure. The patient was alive with no injury.